Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - xten. It was stated a fluid was leaking from surgical light. We decided to report the issue in abundance of caution as any fluid leaking into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The correction of d4 catalog # and version of model # deems required. This is based on the internal evaluation. Previous d4 version of model # and catalog #: ard568211210c. Corrected d4 version of model # and catalog #: ard567800999/ard567801999. According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights ¿ x-ten. It was stated a fluid was leaking from surgical light. We decided to report the issue in abundance of caution as any fluid leaking into sterile field or during procedure may cause contamination. Based on the information collected, it was established that when the event occurred, surgical lights did not meet their specification due to fluid which was leaking and based on that could be considered as technical deficiency, and in this way device contributed to event. Provided information indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that there is no trend for the occurrence of this issue on x-ten surgical lights. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. According to subject matter expert, maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. However, as also stated by subject matter expert, the most probable root cause of the presence of water in the cupola is due to water infiltration across from the suspension and spring arm. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number: (B)(4).